Event description:
Additional information was received that the patient was seen in clinic and the bluetooth (ble) of the device was behaving normally. The patient was given a new mtx2000 and was able to pair with the device.

Event description:
During a clinic follow-up, a loss of bluetooth (ble) telemetry was suspected on the device. No intervention has been performed at this time. The patient was stable and will continue to be monitored.